Event description:
It was reported that an ilet device was dropped, resulting in a cracked screen and the display becoming stuck on the graph screen; images were provided and the device serial number and shipping address were confirmed. Symptoms included no reported alerts or alarms and no reported adverse clinical effects. Outcomes included a hardware replacement being arranged. Investigation included intake assessment of the reported physical damage and review of provided images. Investigation of this case revealed physical damage to the display assembly consistent with impact from a drop, with resulting user interface malfunction limited to the screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental impact.